Manufacturer narrative:
This event is not device related. The device labeling clearly identifies the device size. The circulating nurse and the surgeon erred in choosing the wrong size device. In the surgeon's judgment the decision not to correct the error placed the patient at less risk than attempting to rectify the error. No death, serious injury, or device malfunction occurred. Not returned

Event description:
The surgeon implanted mismatched femur, tibial baseplate and a tibial insert during a tka. The surgeon was immediately notified by the representative. The surgeon acknowledged the mistake and said that clinically the patient wast fine. He also stated that he was comfortable not making any changes after viewing postoperative films. His opinion was that as an (B)(6) patient, he would be at risk to greater complications by revising the components with a 2nd surgery.